Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: a review of the pump black box revealed no evidence of a no cartridge detected. The load step malfunction was not duplicated during investigation. The force calibration passed within specifications. The pump was opened and there was no evidence of physical damage on the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.